Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the system was viewed under fluoroscopy and the ra lead was observed to not be inserted all the way into the device header. An invasive procedure was performed. The lead was removed from the device header and reinserted. A tug test was performed two times to verify the lead was properly connected and the pocket was closed. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms one week post implant. A potential loose set screw was suspected. The patient was scheduled for a procedure to evaluate the set screw on a future date. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.